Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems (4894i rev. 3 - 07/09) precautions proper case planning is essential to the long-term success of both the prosthesis and the implant. Overload is one of the key contributors to implant failure, particularly in the molar region where occlusal loads are typically the highest. Ensure the implant size and abutment angulation are appropriate for the occlusal load. Highly angulated abutments should be avoided in the posterior region. Replacement of abutments the prosthetic abutments are designed and tested to exceed normal functional loading requirements. In the event of excessive loading (e.g., traumatic occlusion, parafunctional habits, extensive cantilevers, etc.) Or misuse, the abutments are designed to break, protecting the implant body. Should this occur, the abutment screw will remain in the implant body. Seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Note: some hex or octagon prosthetic components are designed for use in multiple unit cases and may bypass the internal hex/octagon. External hex - to properly seat external hex prosthetic components, it is required that the components accurately fit over the raised hexagon on the coronal portion of the implant body. Prosthetic components with an internal hexagon must be properly indexed over the raised hexagon prior to proceeding with the restorative phase. To ensure firm and complete seating, apply maximum torque from the thumb and forefinger to the seating tool then use the prosthetic torque wrench. Without the returned product, there is not enough evidence to form a conclusion on the reported event of abutment fracture. Therefore, the complaint is non-verifiable. A probable cause cannot be determined.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device has not yet been returned to manufacture. Product no returned to manufactured.

Event description:
It was reported that unknown abutment fractured inside the implant and implant was removed.